Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer stated that they were very sick. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. No unexpected excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, cracked lcd window, minor scratched lcd window, and scratched reservoir tube window.